Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert while entering a bolus and blood glucose value. During troubleshooting with tandem technical services (cts) cts verified an incomplete bolus alert in the pump logs. Cts reminded the customer on the meaning of the incomplete bolus alert. The customer acknowledged. Cts confirmed the intended bolus was delivered in the pump logs. The customer's blood glucose (bg) level was 265 mg/dl. The customer delivered a bolus to address bg level.